Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The glenoid failure reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s: (B)(6). 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s), 11 month(s) and 28 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening ¿ loosening of cage glenoid. The patient underwent a standard total revision with the reported removal of the replicator plate, torque screw, humeral head, and glenoid components. The outcome of this event is now considered resolved and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.